Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system had output flow values out of tolerance during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected device was returned back to the manufacturer site and a deviation of oxygen (o2) channel could be confirmed. The measuring bridge was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.